Event description:
Additional information was received from the manufacturer representative (rep) external/environmental/patient factors that may have caused or contributed to the reported high impedances were unknown. They reiterated that impedances were with in normal range when placed; it was after securing the two electrodes were high. The reported high impedances resolved and it was confirmed at the stage 2 procedure that all impedances were within range.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during stage one of a deep brain stimulation implant procedure, high impedances were observed on electrodes 1b and 2b. Impedances were initially within the normal range after the lead was placed into the brain, but after securing the lead with a dog bone, contacts 1b and 2b were out of range. Impedance testing was performed and retested four times, with the bipolar reading between 1b and 2b remaining out of range each time. As a troubleshooting step, the physician unscrewed the dog bone to allow the lead to move and receded the connector hub, but the issue persisted. The physician decided to leave the lead as placed in the brain and secure it down. It was planned to test again to see if impedances are still high during stage two of implant. No patient complications have been reported as a result of this event.

Event description:
PMA not provided in initial report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.